Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the day of placement. Allegedly there were no problem during a pretest.